Event description:
It was reported that while using the ats 200 and using the dual cuff for bier blk tourniquet set at 250 pressure, the pressure went up to 500 and would not deflate; had to unplug tubing to release pressure on pt. Tried another tourniquet w/same cuff and that one worked fine. Add'l clinical f/u with the hosp indicated that the ats unit turned on and processed through the testing phase without incident. The event occurred at the time the inflate order was given by the anesthesiologist, following limb exsanguination. The local anesthesia had not been injected. The rn described the length of time to be less than 5 seconds in duration at the 500mm hg pressure. Both the rn and the anesthesiologist were at the bedside with the pt when the alarm sounded and it could not be silenced. The anesthesiologist disconnected the cuff from hoses at the same time she was disconnecting the hoses from the unit. The nurse was unable to recall what, if any, led message was displayed with the audible alarm. The procedure continued on time with an available alternate unit. There was no report of harm, injury, or medical/surgical intervention associated with this incident. The rn stated the pt's surgery, recovery room stay, and discharge to home were uneventful.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.